Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl and insulin pump had a pump error alarm. The customer reported that her blood glucose was about the 400 mg/dl. The customer reported that the pump error was occurred twice. The customer treated with the manual injection and insulin pump. Troubleshooting was done for pump error and declined to high blood glucose level. The insulin pump will not be returned and the sensor will not be returned for analysis.